Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported that the trial started on (B)(6) 2022. It was reported that the patient stated that their device was shut off and caused them to have to void more at night. Additional information was received on 2022-apr-07 that the patient had their neighbor who is a "nurse" come and change their bandages. During this time the tape got stuck that was on the leads and the patient pulled out/broke one on the leads. They are now receiving and error that states leads not attached. Additional information was received on 2022-apr-08 that they are waiting to hear back from their clinician in regards to getting the wire fixed. Patient will call back to verify if the wire was able to be fixed.